Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report their receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Functional testing was attempted but could not be performed because the receiver would not run on the functional tester. The receiver case was opened for further evaluation. An interior inspection was performed by troubleshooting and a battery test. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.